Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While interrogating the device during an in-clinic follow-up, the interrogation session crashed and device data was unable to be acquired. Technical support was contacted, and suspected this issue occurred due to the device memory being full. The device received a software upgrade to resolve this issue. The patient was stable following this event with no adverse health consequences.